Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had no pressure during use and that the pressure may have been set too high, causing the device to break was not confirmed. An assessment was performed and it was determined that the device is receiving pressure and there is no discernible break in the hose. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device operated at a louder than acceptable decibel level, the rotational speed was below the minimum rpm at 120 psi, and the vanes were worn. It was further determined that the device failed pretest for noise assessment, and rotational speed assessment. The assignable root cause of these conditions was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device was down and would not run. It was reported that the device had no pressure during use. It was reported that the pressure may have been set too high, causing the device to break. During service and repair, it was observed that the device operated at a louder than acceptable decibel level, and the rotational speed was below the minimum rotations per minute (rpm). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.